Event description:
It was reported that a device alarmed for a system error 322. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter is currently evaluating this device. A supplemental will be submitted when the device evaluation is complete.